Event description:
It was reported that pump displayed malfunction code and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, successfully reset pump without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.